Event description:
It was reported the patient had a loss of therapeutic effect. Drinking half a glass of water was making them go to the bathroom three times in a row. The patient was urinating so much they went to their healthcare provider. Their programmer batteries were dead. Their implant was at twenty-eight percent life. While on the call, the patient confirmed that the stimulator was not on. The patient was able to turn stimulation on and increase to a comfortable level. Two weeks later, the patient was still experiencing frequency. They had only had control for an hour after the previous call. It was reported the patient still had concerns with their device or therapy. The stimulator kept turning off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the cause of the event was not determined. The patient's implant was reprogrammed to "second set of options" and the patient relearned how to use the programmer. An impedance test was performed, but no issues were alleged. The loss of effect was noted to be gradual with no loss of stimulation, and the patient recovered without permanent impairment.

Manufacturer narrative:
Correction: checkmark previously missing; made correction in this report. Incorrectly updated in first supplemental report; should have been left blank. Made correction (from initial report) in this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v802404, implanted: 2012-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).